Event description:
Livanova received a report of an essenz cockpit which froze during procedure. Reportedly, the electronic gas blender shut off as consequence of cockpit freezing. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: through follow-up communication, the following information were received by livanova: the cockpit was frozen between 13:15 and 13:20, for 5 minutes; the screen did not become black in this period. During the failure, no area of the cockpit was functional. After cockpit freeze, the device returned functional and could be used properly. Reportedly, the electronic gas blender (egb) linked to the heart lung machine was shut off due to the cockpit issue. The cockpit log files were analysed, and no egb technical or communication error during the event timeframe was shown. The serdat log file from essenz perfusion monitor used during procedure were analysed: data showed values of fio2, co2 and "total flow" every 10 seconds, with no significant change during the time window of the event: co2 was always 0 during the entire procedure, fio2 was in the range [0,68;0,82] and total flow was in the range [2;3]. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.